Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 500 mg/dl and 100 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint investigation is in process. A follow-up report will be submitted once additional information is obtained. Note: the device manufacturer date for the reported test strip lot number is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing. In addition, similar readings to those reported were found in the meter's memory.